Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy to black effluent drain. The cause of the event was not reported. The patient was hospitalized for the event. On an unreported date the patient was treated with septacidin, gentamicin, ciprofloxacin and heparin (no further details). At the time of this report, the drain was clear and the patient was recovered. Pd therapy was ongoing. No additional information is available.